Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Part not returned

Event description:
Medtronic received information that, while in a cranial biopsy procedure, it was reported the site was drilling through the precision aiming device (pad) and the pad moved. They were able to re-drill and proceed. There was a delay of less than an hour reported due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
Device code was corrected. If information is provided in the future, a supplemental report will be issued.